Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. Investigation summary: customer returned (3) open 32gx4mm bd pen needles without tear drop labels or inner shields attached. The consumer reported visible bend on non-patient end needle. All 3 returned samples were examined, and all 3 exhibited a bent non-patient end (npe) cannula. No manufacturing defects were observed. Since all 3 samples were returned after use the probable cause of the bent npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles. Bd was able to confirm the customer¿s indicated failure bend on non-patient end needle. Bd was not able to confirm the customer¿s indicated failure no insulin flow during priming.

Event description:
It was reported that 3 bd pen ndl 32g 4mm pro were unable to prime. The following information was provided by the initial reporter :   the consumer reported no insulin flow during priming and stated 3 needles have been affected. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd pen ndl 32g 4mm pro were unable to prime. The following information was provided by the initial reporter:   the consumer reported no insulin flow during priming and stated 3 needles have been affected. Date of event: unknown. Samples: available.